Event description:
Customer reported issues with the insulin pump. Customer states that there is button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected low battery alarms or battery out limit alarms noted. The device had intermittent buttons due to corroded keypad traces. The device also had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.